Event description:
It was reported that the implantable neurostimulator (ins) was painful and no longer effective for the pt's pain. It was unk if any troubleshooting was performed. The decision was made to explant the system. It was noted that there was no pt injury. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.